Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. O'neill, c. J., creedon, s. B., brennan, s. A., o'mahony, f. J., lynham, r. S., guerin, s., . . . Harty, j. A. (2018). Acetabular revision using trabecular metal augments for paprosky type 3 defects. Results of total hip arthroplasty after core decompression with tantalum rod for osteonecrosis of the femoral head, 33, 823-828. Doi: https://doi.org/10.1016/j.arth.2017.10.031.

Event description:
"T" was reported in a journal article that one patient from the allograft and augment group who developed a recurrence of deep sepsis required a two-stage revision. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.